Manufacturer narrative:
(B)(4). Received 2 capillary hub of introcan safety pur 22g, 0.9x25mm-ap without packaging. Cannula hub and protective cap were not returned for investigation. We also received one extension set. Visually inspected the returned samples and found the capillary were cut-off at one of the returned capillary hub. The capillary tip part was not returned. No abnormalities found at the other capillary hub. Sample forwarded to production for further investigation. Sample analysis: received 2 capillary hub of introcan safety pur 22g, 0.9x25mm-ap without packaging. Observed one of the catheter has shorter capillary in length (12.88mm) whereas the other catheter capillary has no abnormalities with the length of 45.85mm. Observation: observed the returned catheter with short length and it shows that it has been cut off. Sample evaluation: simulation of defective sample with length of 12.88mm. The specification given for an acceptable value is 45.65 - 45.90mm. Simulation at cutting station cal (after cutting): the returned defective sample has been measured and the measurement is 12.88mm. Simulation has been done after cutting and the measurement is 25.59mm which is not similar to the defective sample. Therefore, such short length (12.88mm) could not be contributed by the process. Simulation at vision system cal (camera station) after tipping: when simulation sample go through vision system , it was rejected because it could not detect the capillary tip as the length was too short. The acceptable measurement value after tipping is 45.65 - 45.90mm. Therefore it will not proceed to the next process. Good part: 45.71mm whereby its tip can be detected and measured by the vision system. The maximum acceptable value of the specification given after tipping is 45.9mm. Therefore it is still acceptable. Simulation at ecm trim length station: when the simulated defective sample (12.88mm) go through ecm trim length check, the system will reject the sample as it did not meet the criteria of the acceptable measurement which is 0.1mm to 0.49mm. Summary: received 2 samples of returned sample without packaging. Upon returned, one of the sample capillary has a shorter length (12.88mm) whereas the other sample has no abnormalities (45.85mm within specification of 45.65 - 45.90mm). After investigation has been carried out, such a defect does not appear to be attributed by the manufacturing process as it will be detected and rejected by the vision system at cal machine and ecm machine. Furthermore the other broken capillary did not returned for investigation thus further investigation could not be done. Therefore this complaint is consider not judgable. The batch record could not be reviewed since the lot number is not known.

Manufacturer narrative:
(B)(4). B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The device has been received and the investigation is ongoing at this time. A follow-up report will be provided when the inspection results are available. The batch record could not be reviewed since the lot number is not known.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): cannula was removed on (B)(6). The cannula on removal appeared shorter in length, no tapering to a pointed end instead a clean straight end. The hospital has confirmed 2 xrays were done to confirm the missing piece was not in the patient. No foreign object has been found. At this point the sales specialist has not been advised of any adverse event to the patient.